Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient has expired. The date of patients' death and implant duration are unknown. No cause of death has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: patient had an additional device implanted. See report for serial number (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The notification was received from the hospital as a return of the permanent identification card with the notation "deceased." No date of death or cause of death was provided. It is unknown if the device was explanted or if an autopsy has been done. No additional information has been made available at this time.